Event description:
On (B)(6) 2023 a response was received from a peritoneal dialysis registered nurse (pdrn) in reference to a call to technical support for a replacement liberty select cycler due to, can't teach pump during setup and noisy, that this female peritoneal dialysis (pd) patient was receiving during treatment. In the response, the pdrn noted that the patient had encountered an issue with the liberty select cycler (date not provided) and had to replace the cassette. Per the pdrn, the patient was instructed by technical support to re-use the solution bags since the cones were not broken. The patient left the bags uncapped while changing out the cassette which left them exposed. The patient was later diagnosed with streptococcal peritonitis. The patient stated that she was masked during the treatment set-up. The pdrn stated the clinic does not recommend res-using the solution bags. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was seen in the pd clinic on (B)(6) 2023 due to abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g and ceftazidime 1g (frequency and duration not provided). The culture results were positive for streptococcus haemolyticus. The patient¿s antibiotics were then adjusted, and the ceftazidime was discontinued. The dose, frequency, and duration of the vancomycin was not provided. The patient was not hospitalized for this event. The patient continued to complete pd therapy during recovery. The cause of the peritonitis event is suspected to be the patient leaving the caps off the solution bags during set-up of her treatment. The patient encountered an unspecified issue with the liberty select cycler on an unknown date. Per the pdrn, the patient contacted fresenius technical support who told the patient that since the cones were not broken on the solution bags, she could change the cassette and continue to use the same solution bags without having to get new supplies. A review of the patient¿s call history did not identify an instance where this occurred. Additionally, the patient reportedly donned a mask for the treatment; however, the pdrn could not verify this information. Furthermore, the patient additionally completes one manual daytime exchange. No additional information was provided.